Event description:
It was reported that coil break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified intracranial artery. A 18mm x 50cm interlock was selected for use. During the procedure, it was noted that only part of the device could be advanced, and the other half was fractured. The device was removed from the sheath and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.